Event description:
A call to technical services was made on (B)(6) 2013 stating that this lead has been sensing atrial activity. Patient was in for normal device check and noted that patient is only on lv pacing 50% of the time. When going ddi 30 to get underlying she notes as lvs rvs and the as to lvs is really close together. Technical services discuss that likely the lv is picking up atrial activity so suggest trying a different lv sense vector. Caller stated lv sensing is lvtip to lvring currently, caller tried lvtip to rvcoil and then the underlying showed the lvs and rvs very close together and away from the as so now sensing is appropriate. This lead was implanted on (B)(6) 2011 and is still in active use. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).